Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/9/2020 additional information: d4 lot number, g1 the following additional information was received: -item w1770 lot qdbeum 2 pieces will be returned the following information was requested but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure? On what tissue was the vicryl suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Product code and lot number? Please provide details of MRI findings? Onset date/time of the pain from index surgery? Location and character of the pain? What medical intervention was given for the pain management? Results? Other relevant patient factors/comorbidities/concurrent procedures/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. -please clarify the reported event of an ¿absorbable suture remains¿ -was vicryl absorbable suture involved in this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Pc-000797467 date sent to the FDA: 12/9/2020 corrected information: d1, d2a, d2b, d4, g4.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/06/2021 additional information: d4, d9, h4, h6 a manufacturing record evaluation was performed for the finished device lot number qdbeum, and no non-conformances related to the reported complaint condition were identified h6 component code: g07002 ¿ conforming device additional h3 investigation summary: an empty opened box and two sealed samples of product code w1770, lot # qdbeum were received for evaluation. Two unopened samples were examined for visual defects: ¿ appearance ¿ color package ¿ wrinkles in the seal area ¿ continuous seals ¿ seal margins ¿ over-sealing ¿ damage (torn, punctured) the packets were opened, and the swage and attachment area were noted to be as expected. During the visual inspection the sutures were correctly placed on paper folder. Sutures were dispensed without problems and examined along of the strand and no defects, damaged on suture or surface could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device performed without any difficulties noted.. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? On what tissue was the vicryl suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Product code and lot number? Please provide details of MRI findings? How was it confirmed that suture remains belong to the vicryl suture? Onset date/time of the pain from index surgery? Location and character of the pain? What medical intervention was given for the pain management? Results? Other relevant patient factors/comorbidities/concurrent procedures/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a knee tumor removal surgery on (B)(6) 2018 and the suture was used. The patient experienced pain syndrome two and half years after surgery. It was also reported that the rests of suture remain after two and half years in the knee on subcutis and fascia. It was reported that the suture remains are visible on recent MRI scan and possibly related to crps pain syndrome. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 01/08/2021. Additional information was requested, and the following was obtained: event reported an issue with non-absorbed vicryl suture and product code w1770, ethilon non-absorbable suture was returned. Please clarify the reported event of an ¿absorbable suture remains.¿ was vicryl absorbable suture involved in this event? Response: the vicryl absorbable suture was involved in the knee surgery in 2018 and not the returned ethilon suture (manufactured in 2020). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected h-6 type of investigation codes:b17. Corrected h-6 investigation findings codes: c20. Corrected h-6 investigation conclusions codes: d15. Corrected h-3 summary: vicryl product was not received for evaluation. Corrected h6 component code: g07002 ¿ device not returned.